Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to pump issues. The cuff became less efficient over the course of a year leading to the patient wearing 6 to 8 pads a day. The device was attempted to be cycled by the physician to no avail. A surgical procedure was performed in which the existing cuff and balloon were removed and replaced. During the procedure fluid loss from an unknown source was identified. The patient did not experience further complications.